Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient was seen in clinic for a routine follow-up post-implant, no rv capture was observed. Lead dislodgement was noted on chest x-ray. The physician elected to reposition the lead but was unable to extend the helix after retracting it. The lead was explanted and replaced. The patient was stable following the procedure.